Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a yellow wrench alarm with a persistent beeping for 15 minutes afterward while displaying a controller fault alarm. The controller was exchanged for a new one (B)(4). The old one was returned for a warranty replacement.

Manufacturer narrative:
Section d6a: date of implant inadvertently reported in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported controller fault alarm can be confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller serial number (B)(6) and contained events recorded from september 27 to september 30, 2022. The system maintained the desired speed with no atypical alarms until september 30, when at 9:53 am a replace controller/yellow wrench alarm became active after a self-test was initiated. The alarm was associated with a backup battery test circuit fault (code 57). The next entries revealed that the controller was exchanged at 10: 34 am and the alarm was already cleared. The system controller was functionally tested and the alarm was not able to be reproduced. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The backup battery (sv322-428) received with the controller supported the system as expected when both power cables were disconnected from the external power. A specific root cause for the alarm captured in the log file was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate ii patient handbook rev b, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use rev b, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported after the controller was exchanged to the newer one the alarm had been resolved.